Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted multiple cs 052 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/26/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: a review of the pump black box data and alarm history revealed cs 052 alarms had occurred. During testing, shortly after powering on, the pump emitted a call service 052 alarm. Further testing was unable to be performed due to recurring alarm. The pump was returned to the factory default settings and was found to power on normally with no alarms. Unrelated to the complaint, investigation revealed that the display was dim with discolored text.